Event description:
During index procedure, the patient had one assurant cobalt peripheral stent implanted to the left common iliac. It was reported that patient was taking aspirin and clopidogrel at 8 month follow up. Approximately 22 months post index procedure, patient death occurred. Cause of death is unknown. Investigator indicated that the reported death was not related to the study device.

Event description:
It is reported that the patient was suffering from hypoxia at time of death. Investigator indicated that the reported event was unrelated to study device.

Event description:
It is reported that the patient was suffering from congestive heart failure (chf) at time of death. Investigator indicated that the reported chf was unrelated to the study device. Death certificate lists cause of death as hypoxia, congestive heart failure and coronary artery disease.

Event description:
It is reported that the patient was suffering from end stage cardiomyopathy at time of death. The patient was being treated with medication. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Results: death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).